Event description:
It was reported that during a coronary artery procedure a balloon rupture occurred. The lesion being treated was a 90% stenosed, severely calcified, severely tortuous portion of the left anterior descending (lad) artery. The physician treated the lesion with dilatation using a 2.5 balloon. Next the physician performed dilatation with a 3.50x15mm maverick balloon. The balloon ruptured at unknown atms. The balloon was removed intact and the procedure was completed with a different device. There were no patient injuries.

Manufacturer narrative:
(B)(4): a review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)